Manufacturer narrative:
See MDR 1920664-2010-00183 for the intraocular lens used with this delivery device.

Event description:
The haptic broke as the lens was inserted into the patient's eye. The incision was enlarged to remove and replace the lens.